Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No visual abnormalities were noted. The powershell were fully seated in the clamshell but was not recognized. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Root cause analysis of defective clamshells showed damage to the clamshell connector as a result of the manufacturing and assembly process. A process improvement has been implemented to prevent recurrence of this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they inserted handle into shell, locked the secure clips properly, however, before connecting the adapter, the display screen showed insertion guide indicator. Replaced by another handle and shell, however the same event occurred. When they removed each handle from shell, the display screen showed the procedure remaining of handle was "0". Then they re-set the device by powered approach, and each display screen showed procedure remaining of handle correctly. Event occurred during procedure but was not used on patient.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.